Manufacturer narrative:
Patient identifier: (B)(6). This report is being filed on an international product, list number 8d06-74 that has a similar product distributed in the us, list number 8d06-31/41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect syphilis tp result for a (B)(6) female patient while running on the arhcitect i2000sr analyzer. The following data was provided (reference range: (B)(6): sid (B)(6) generated an initial (B)(6) result of (B)(6) on the abbott platform. When the sample was tested using the (B)(6) manual tppa agglutination method, the result was (B)(6) times (B)(6). The patient informed the customer that she previously received a confirmed diagnosis of (B)(6). For troubleshooting purposes, the sample was sent to another hospital with an archtiect i2000 platform. The result from the other hospital was (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket history review by lot indicates that the reagent lot 30370be01 performs as expected for this product. Trending was reviewed and did not identify any trends for the product for the issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect syphilis tp reagent lot 30370be01 was identified.